Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasogenian groove with 1 cc of juvéderm® volift® with lidocaine. Two months later, the patient was injected in the dark circles with 0.6 cc of juvéderm® volbella¿ with lidocaine. Two months later, the patient reported ¿edema¿ in the lower eyelid and on the left side of the nasogenial groove, more in the morning and late afternoon. The patient performed draining massages with no improvement. The patient was evaluated the following month where improvement to the edema was observed, but a ¿nodule¿ was found in the lower left eyelid that was 0.5x0.5 cm in the central area and a lateral medial ¿nodule¿ in the lower right eyelid that was ¿hard to the touch.¿ after a light massage, the event felt better. After an allergy test was performed that day that resulted as negative, the patient was treated with 1500 iu of hyaluronidase. Improvement was observed 5 days later, but the lower left eyelid increased by 80% with the lower right eyelid decreased by 40%. The edema continued to decrease with massages, but an ¿asymmetry¿ was observed. The nodules remerged 11 days later, and the patient was treated with another 0.1 ml of hyaluronidase per side. A month later, new ¿nodules¿ were seen on the outer edge of both eyelids, ¿hard on palpation,¿ that only slightly decreased with massage. The patient was treated that day with 0.1 ml of hyaluronidase per side, resulting in "low inflammation." A month later, there was spontaneous resolution of the edema of the left nasogenial sulcus. More massages were performed. The eyelid area was worsened with 3 ¿micro-nodules¿ in the left media lower eyelid with ¿edema and hardness to the touch.¿ the event softened when massaged. Event is ongoing. This file captured the juvéderm® volift® with lidocaine.